Event description:
Patient with grid like scarring and hyperpigmentation after morpheus treatment at a med spa. I only saw the patient in follow up and did not perform the patient. Scarring was grid like and at the site of each needle entry for the morpheus device. Unsure of what settings were used.